Event description:
Voluntary medwatch received states that the patient presented for a generator change procedure. It was noted that the left ventricular lead exhibited loss of capture. Programming changes were made. The lead remains implanted and in service. There were no patient consequences.